Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave pulsed field ablation catheter the patient experienced st segment elevation and coronary spasm. After the transseptal puncture ablation was performed to the pulmonary veins, the posterior wall, and then the cavotricuspid isthmus (cti) for a total of 75 ablations. Ablation to the posterior wall and the cti constituted off-label use of the catheter. No nitroglycerin was administered. The st segment elevation and coronary spasm then occurred as a result of the cti ablation. Heart catheterization was performed and dye was inserted to visualize the spasm. An unknown medication was administered to resolve the spasm. The procedure was able to be completed and the patient fully recovered. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.